Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation to treat persistent atrial fibrillation (a fib). During the procedure of insertion of farawave catheter into the faradrive heath, air and frothy blood was noted when aspiration was attempted. Additionally, four syringes of waste blood was removed. Firstly, the catheter was removed and side arm was cleared and the catheter was reinserted. However, the air was still in the sidearm. Thus the sheath was replaced with another same model sheath and the procedure was completed via alternative method. No patient complication was reported the device was received for analysis and investigations is still in progress. Media provided. It was further reported and confirmed that blood and saline leak was noted nor any air was seen in the patient. It was mentioned that no abnormalities was noted during preparation of the sheath. Pressure bag irrigation method was with a flow rate of 3-5ml/min. Air was noted in the sidearm of the sheath and excessive bubbles in aspiration syringe.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation to treat persistent atrial fibrillation (a fib). During the procedure of insertion of farawave catheter into the faradrive heath, air and frothy blood was noted when aspiration was attempted. Additionally, four syringes of waste blood was removed. Firstly, the catheter was removed and side arm was cleared and the catheter was reinserted. However, the air was still in the sidearm. Thus the sheath was replaced with another same model sheath and the procedure was completed via alternative method. No patient complication was reported the device was received for analysis and media provided. It was further reported and confirmed that blood and saline leak was noted nor any air was seen in the patient. It was mentioned that no abnormalities was noted during preparation of the sheath. Pressure bag irrigation method was with a flow rate of 3-5ml/min. Air was noted in the sidearm of the sheath and excessive bubbles in aspiration syringe.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Additionally, media inspection was performed, and an image was reviewed by a boston scientific quality engineer. The picture confirmed blood leaking from the hemostatic valve. The review of the image confirmed the reported allegation.